Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.

Event description:
Recently an ergonomic eval was performed for a PICC nurse. Nurse uses the site-rite vision system standard roll stand in addition to another basket cart filled with the necessities for performing her task bedside in the hospital. Pushing and pulling two carts has resulted in an overuse injury to her elbows and thumbs. As the ergonomic consultant, it is my responsibility to come up with solutions to prevent further and future injuries. After a search for additional basket options to the ultrasound stand, nothing has been found. Hence, I am turning to you for help.